Event description:
A customer reported unexpected positive results on the weak d assay when testing two patient samples on the echo.

Manufacturer narrative:
File review summary: on (B)(4) 2012. Sample ID: (B)(6). Anti-d: 2+ well score=40, visual review: red cell button has a flare, batch (B)(4), weak d 15:39. Sample ID: (B)(6). Anti-d: 2+ well score=40, visual review: red cell button has a flare, batch (B)(4), weak d qc passed 20:52. Wbcorqc level 2: anti-d neg well score: 2 visual review: red cell button has a flare. On (B)(4) 2012 : batch (B)(4) 09:33, sample ID (B)(6). Anti-d negative well score=2, visual review: red cell button has a flare. A service call was made. The problem was resolved by optimization of the camera and robot subsytems. The instrument was tested and found to be operating within specifications.